Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms such as nausea not feeling well and was treated with pump and injection. Customer's blood glucose at time of incident was 497 mg/dl and current blood glucose was 477 mg/dl. Customer could not troubleshoot for high blood level. The product was not returned for analysis.